Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination revealed that the guidewire returned detached in two pieces. The guidewire returned without the burr loaded on it. A microscopic examination revealed that the spring tip was observed bent. Total length of the guidewire was measured and met specification. Additionally, the detachment was a found at 49.0 in, which belongs to the middle section of the guidewire.

Event description:
It was reported that the burr was stuck with the wire. A 1.50mm rotablator rotalink plus and 330cm gw(5pk) flop rotawire were selected for use. During testing, the device became caught on the guide, causing a break during rotation. The system was "lost", both the rotawire and rotalink. The procedure was completed with another of the same device. No complications were reported.

Event description:
It was reported that the burr was stuck with the wire. A 1.50mm rotablator rotalink plus and 330cm gw(5pk) flop rotawire were selected for use. During testing, the device became caught on the guide, causing a break during rotation. The system was "lost", both the rotawire and rotalink. The procedure was completed with another of the same device. No complications were reported.